Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had thumping in their chest related to position and had chest stimulation with pacing. An interrogation reported indicated that there was high right ventricular (rv) threshold. An x-ray was taken and both, right ventricular (rv) lead and right atrial (ra) lead dislodgment was clearly visible. At the lead revision procedure, the physician attempted to reposition the rv lead but after retracting the helix the physician could not extend the helix to fixate the lead. The rv lead was removed and a new lead was implant instead. For the ra lead the physician was able to successfully reposition the lead and the ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.